Manufacturer narrative:
On 29 august 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: based on the event I assumed that the patient underwent to a minor trauma and/or vertebra subsidence that could have potentially stressed the screws over the limit. However, it was reported that there was no trauma. The mechanical behaviour of the screws in term of mechanical resistance, was successfully tested during the validation phase to prove can resist physiological load: torsional and compression tests were performed on the final plate-screw construct to investigate about potential failure simulating the in vivo condition. All the test were performed according to the standards in force. From the visual inspection, we cannot determine the reason for this failure.

Manufacturer narrative:
Batch review performed on 19july 2017. (B)(4).

Event description:
The patient came in complaining of bilateral numbness and pain. The surgeon noticed that 2 screws were broken. No trauma reported. The screws were broken in half. The surgeon revised the 2 variable screws. The surgeon implanted a longer plate and rescue screws to secure the plate. The surgery was completed successfully. X-rays and explants are not available.